Event description:
It was reported that transtelephonic monitoring revealed an oversensed event. The noise and oversensing could not be reproduced with isometrics or pocket manipulation. As soon as the ER sensitivity test ended, noise was seen on the ventricular iegm and ventricular inhibition was seen for about four seconds. There was also a brief instance of oversensing and inhibition for one beat on a free running strip. The lead was capped.